Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to lead malfunction. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. During the procedure, the physician noted a lead insulation break, with a "ping-like" noise heard. There was a large thrombus present on the rv lead. It was also noted that there was minimal lead attachment to the superior vena cava (svc), and was clearly not attached to the tricuspid valve (tv). Using spectranetics 14f and 16f glidelight laser sheaths, the lead was successfully removed. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a medium size thrombus on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event 20 april 2020.